Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion field service rep. Performed a 2000 hour (unit calibration) preventative maintenance (pm) service which is a complete calibration and checkout to ensure that it meets all factory specifications. The carefusion field service rep. Ran the unit for 18 hours to ensure that there were no additional issues with the unit. Upon completion the unit was returned to the customer¿s control ready to be placed back into service.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. (B)(4) was on a patient (settings unknown) and suddenly the driver stopped. They quickly responded to the vent alarms and hand bagged the patient while they troubleshot the issue. They replaced the cap diaphragms, changed the circuit, checked for leaks and tightened all connections, but they were unable to pressurize and restart the driver. They then went to get another 3100a set up. Unfortunately, they could not get (B)(4) to pass the patient circuit calibration. This report is being filed because sn (B)(4) was not available for use when necessary.